Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-may-2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Lot m23212 could not be tested as the lot expired on 14-jan-2024, prior to the communication of the issue by the customer on 12-mar-2024. Retained cartridge testing of lot f23299 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total ss-hcg cartridge lots m23212 and f23299.

Manufacturer narrative:
Apoc incident # (B)(4). Additional lot# to be investigated: lot#: m23212; expiry date: 14-jan-2024, mfg date: 31-jul-2024. Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 12-mar-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a 30 year female patient. The customer states that due to the persistently elevated I-stat bhcg, patient had a laparoscopy on (B)(6) 2024, which was negative with no evidence of ectopic pregnancy. Method, lot#, date, tested, result, and comments. I-stat, m23212, (B)(6) 2023, 16:23, 18.3 iu/l, and indeterminate. I-stat, m23212, (B)(6) 2023, 15:46, 23.9 iu/l, and indeterminate. I-stat, m23212, (B)(6) 2023, 15:26, 14.7 iu/l, and indeterminate. I-stat, m23212, (B)(6) 2023, 15:17, 12.5 iu/l, and indeterminate. I-stat, m23212, (B)(6) 2024, 15:43, 18.0 iu/l, and indeterminate. I-stat, f23299, (B)(6) 2024, 15:30, 105.8 iu/l, and positive. I-stat, f23299, (B)(6) 2024, 13:35, 80.2 iu/l, and positive. I-stat, f23299, (B)(6) 2024, 13:07, 80.7 iu/l, and positive. I-stat, f23299, (B)(6) 2024, 10:19, 79.6 iu/l, and positive. Main lab: n/a, (B)(6) 2024, ni, <1.2, and negative. Lab ria: n/a, ni, ni, ni, and negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Apoc has determined that and adverse event occurred due to unnecessary laparoscopy performed on (B)(6) 2024. I-stat positive cut-off values: b-hcg < 5.0 iu/l; negative. 5.0 < ss-hcg < 25.0 iu/l; indeterminate. B-hcg >25.0 iu/l; positive. Intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.